Manufacturer narrative:
Upon further investigation, the following has been reported: the issue was discovered during testing. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
B4:30jul2021 the field service engineer (fse) confirmed the screen was black while the ventilator was powered on. The fse replaced the user interface board, and the issue was resolved.

Manufacturer narrative:
Date of report: 08jun2021. There was no patient involvement.

Event description:
A black screen was reported by the customer. There was no patient involvement.